Manufacturer narrative:
The cea reagent lot number was 153910. The expiration date was requested but was not provided. A specific root cause could not be identified. Based on the provided calibration and qc data, a general reagent problem was excluded. The provided analyzer performance data was within specification and did not present any concerns about the performance of the analyzer. Possible reasons for the issue might be the sample tube was not placed straight or issues with the sample preparation. As the incorrect results were obtained with old pinch tubes and the correct results were obtained after the pinch tubes were exchanged, an issue with the old pinch tubes was possible.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable cea (carcinoembryonic antigen) and elecsys ca 125 ii results for one patient sample. The initial results were cea = 1.43 (no unit of measure provided) and ca125 = 1.34 u/ml. These results were reported outside the laboratory and the doctor questioned the results. The repeat results on 02/03/2017 were cea = 279.8 and ca125 = 1333 u/ml. These results were believed to be correct. The patient was not adversely affected. The cea reagent lot number and expiration date were requested but were not provided. The ca125 reagent lot number was 169079. The expiration date was 10/31/2017.

Manufacturer narrative:
The field service representative reset the calibration data, adjusted the photomultiplier tube, and ran a cell blank. Calibration and controls were performed with new reagents. The field service representative discussed pre-analytics with the customer and found the samples were received already centrifuged from another unit and also run on other instruments prior to being tested on the roche device. This may be causing low sample volume. Review of the most recent alarms on the analyzer showed multiple sample pipetting alarms, suggesting a pre-analytical issue is most likely. The customer reported they have had no further issues since the field service representative visit.